Manufacturer narrative:
The device was received by the (B)(6) center in (B)(6) and an evaluation was performed. The evaluation determined that the device battery defect was due to a faulty internal battery. The internal battery was replaced to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed (B)(4) that an astral device's battery was defective. There was no patient harm or injury reported as a result of this incident.